Manufacturer narrative:
(B)(4) the reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Based on all available parameter and usage information, device longevity was found to be within expected limits. The cause of the patient unresponsiveness could not be determined. (B)(4).

Event description:
It was reported that patient presented to the ER with periods of unresponsiveness. It was noted that patient was lost to follow-up for 3 years. The device was explanted and replaced due to eri. Patient tolerated the procedure and was in stable condition.